Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary rx partially covered stent was used during an endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs) procedure in the bile duct performed on (B)(6) 2015. According to the complainant, the stent was placed to treat malignant strictures in the hepatic portal region and anastomotic site in a patient with bile duct cancer and ascites fluid. Reportedly, the patient anatomy was not tortuous. There were no issues to the stent system prior to use. During the procedure, the physician began to deploy the stent in the b2 and b3 junction of the bile duct. According to the physician, the stent was released while pushing the device to avoid implanting the proximal part of the stent in the esophagus. Regular endoscopy could not visualize the stent. A computed tomography (CT) was performed and confirmed that the stent was deployed in an undesired location. The CT showed that the proximal part of the stent was in the abdominal cavity. The stent was removed and the physician closed to patient. The stent placement procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the surgical procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.